Event description:
The customer reported to baxter (B)(4) an eva bag that presented a leak. The condition occurred during filling. There was no patient injury or medical intervention necessary. No additional information is available.

Event description:
The customer reported the system randomly shutdown. No report of patient injury.

Manufacturer narrative:
A correction was made to suspect medical device lot number. The investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action and is therefore unassigned. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). To upon further review, this complaint is associated with remedial action recall 1415939-2/27/09-003-r associated with the architect reaction vessel (rv) for lot 70563p100. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The account stated the architect generated error code 1007, unable to process test, activated read failure several times. The reaction vessels were suspected to be the cause. No impact to patient management was reported.